Event description:
Info was received in 2004 regarding a pt who was a victim of electrical burns. Pt sustained 55% total body surface area burns. Two days before, a total of 48 epicel grafts were applied to the pt's anterior trunk and thighs. The pt died in 2004 due to a bowel obstruction which was considered unrelated to the use of epicel.